Event description:
It was reported that when using the bd pyxis¿ anesthesia station es 03-cvpas09 was needed to be replaced and the user requested assistance with renaming, configuration, and ensuring the pyxis was set to dhcp. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis setup was required on an emergent basis. The field service engineer (fse) identified that a pas staged for another location needed to be re-staged as a replacement for a pas that had been water damaged. The fse remotely accessed the or33 machine located in the staging area, dropped the database, and performed a data synchronization to the device named 03-cvpas09. The fse worked with customer to reconfigure drawers after data synchronization and verified operational. All components were tested using the hardware test application, and the system functioned as expected. The system functioned as intended after the field service engineer repaired the device.